Event description:
It was reported that a 21mm 3300tfxj aortic valve was explanted after an implant duration of five (5) years, five (5) months due to severe aortic stenosis caused by fused leaflets secondary to degeneration. The patient presented with dyspnea on effort. The explanted valve was replaced with a 19mm non-edwards valve. The patient status was reported as recovering. Upon the valve explant, two of the three leaflets were fused. Per the surgeon, the patient was 65 years old at the valve implant, and other than a slight weight gain during the implantation period (from low 60s kg to high 60s kg), but there were no comorbidities that would lead to early degeneration, so the surgeon commented that he felt this valve failed prematurely. The device was returned for evaluation, but part of the leaflet was cut from the device and not returned for pathological analysis at the hospital.

Manufacturer narrative:
The device was returned to edwards for evaluation and is being evaluation. A supplemental MDR will be submitted once device evaluation has been completed. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Added information to h6. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
H3. Device evaluation: the x-ray demonstrated wireform intact. Heavy calcification was observed on leaflets 1 and 3, and moderate calcification on leaflet 2. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was minimal at both the inflow and outflow aspects. A 2mm tear was observed on the cusp of leaflet 1 and calcification was evident at the tear. Sewing ring was cut off around the valve and exposed the band on the inflow aspect. Cut off sewing ring fragment was not returned with valve. Wireform was exposed around commissure 1. A black thread remained attached to the sewing ring near commissure 1. Customer report of stenosis, leaflet immobility, and degeneration were confirmed. Calcification restricted leaflet mobility and led to stenosis.

Event description:
It was reported that a 21mm 3300tfxj aortic valve was explanted after an implant duration of five (5) years, five (5) months due to severe aortic stenosis caused by leaflet immobility secondary to degeneration. The patient presented with dyspnea on effort. The explanted valve was replaced with a 19mm non-edwards valve. The patient status was reported as recovering. Upon the valve explant, leaflet immobility was found in two of the three leaflets. Per the surgeon, the patient was 65 years old at the valve implant, and other than a slight weight gain during the implantation period (from low 60s kg to high 60s kg), but there were no comorbidities that would lead to early degeneration, so the surgeon commented that he felt this valve failed prematurely. The device was returned for evaluation, but part of the leaflet was cut from the device and not returned for pathological analysis at the hospital. Per the surgeon, they cut a leaflet out at the area of the tear for pathological analysis.